Manufacturer narrative:
As reported, when pulling back to the wall of the artery, the balloon ruptured. There was no patient injury reported. The balloon was prepped successfully and introduced into the artery and inflated. No calcium was visible on the fluoroscopy. Manual compression of 30 minutes or less was applied. The patient recovered. The intended procedure was a left heart catheterization (lhc). Patient information is not available. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device, and it is unknown if there was resistance while pulling back. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1702003 was performed, and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, the safety and effectiveness of mynx ace has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
Balloon was prepped successfully and introduced into the artery and inflated. When pulling back to the wall of the artery, the balloon ruptured. No calcium was visible on fluoro. Manual compression of 30 minutes or less was applied. The patient recovered. The intended procedure was a left heart catheterization (lhc). Patient information is not available. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device, and it is unknown if there was resistance while pulling back.